Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ 20 ml syringe leaked blood during use. The leakage occurred between the connection of the male luer-lok tip and the threaded female component of the prismaflex set. There was no report of injury or medical intervention needed.

Manufacturer narrative:
Results - bd received 1 primaflex set, 1 used syringe of 20ll separated from the set and 3 pictures. On visual inspection of the used syringe received it can be observed remaining blood on the thread and tip. On visual inspection of the 3 pictures received it can be observed how the syringe is connected to primaflex set and it is marked on them where the leakage happened although these pictures does not show any leakage. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion - no manufacturing defect has been found in the syringe received that could be related to this defect and it meets iso 594.